Manufacturer narrative:
This report is submitted on december 06, 2022.

Event description:
Per the surgeon, the patient experienced extrusion of electrode lead into external auditory canal(specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and was reimplanted with another cochlear device during the same surgery. This report is submitted on december 28, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 27, 2023.